Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges that upon completion of afib and watchman portion, they noticed effusion on ice that was not there previously. Pericardiocentesis was performed and an or room was prepped to do a cardiac exploration. The patient did not stop bleeding prior to cardiac exploration. The patient was moved from the ep lab to the or. Reports from the cardiac exploration indicate that it was caused by an injury to the laa.